Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge patient line disconnected from the cartridge head. Customer's blood glucose level was 464 mg/dl. Reportedly, the customer thinks they have ketones; however, no testing was done. The customer lowered bg level by loading a new cartridge and delivering a bolus via the pump.